Event description:
It was reported to covidien on (B)(6) 2007 that a customer had an issue with a catheter, continuous flow. The customer reports that on initial inflation, the proximal balloon burst.

Manufacturer narrative:
Submit date: (B)(4) 2010. In mar 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional info about this complaint.